Event description:
It was reported that during the procedure, an attempt was made to detach the subject coil, but the subject coil failed to detach. Forceful traction applied to subject coil delivery wire, resulted in breakage at the distal segment of the delivery wire. The detached distal segment could not be retrieved. Follow-up angiography revealed subject coil protrusion, and a rescue stent was placed to manage this complication. The procedure was then completed. There was a surgical delay of unknown minutes due to the reported event. No clinical consequences were reported to the patient due to this event.